Event description:
A malfunction was reported with a pump, identified by malfunction code 16, which could not be reset. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to switch to a multiple daily injection (mdi) therapy for insulin delivery, and a replacement pump was arranged by the distributor with instructions to return the faulty pump using a prepaid label.